Event description:
Customer catheterized self and found out the tip was cut off. Customer had a lot of bleeding customer stated. It just so happened customer was scheduled for a cystoscopy that day. Dr. Said customer would be ok. No bleeding present now. Patient reportedly is ok and wants to just let mentor quality control to be aware of the problem.